Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15639. It was reported that the patient presented in clinic for a device change. During procedure, the right ventricular (rv) lead was unable to be removed from the device header. Multiple attempts were made without success. Silicone oil was applied. The lead was able to be removed after. The rv lead was then connected to a new device. The patient¿s condition was stable.